Event description:
Healthcare professional reported right side "pain" and "infection". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ infection (unknown onset): unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ voids observed. ¿ deformation observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported right side "pain" and "infection". Device has been explanted.